Event description:
Pt had a right cochlear implant. Two weeks after there was swelling, bleeding and the implant was exposed through the skin. Pt had a lot of pain. Pt's swab for cultures were taken and pt was placed on medication (antibiotics). The device was explanted and replaced.